Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a low blood glucose level of 20 mg/dl. An unexplained bolus of 14 units was found to be delivered. She believed the insulin pump had a delivery anomaly. The paramedics came to her before she got up and gave her an injection. The displacement test passed. She smelled insulin but could not find the leak. Her husband found her convulsing and was unaware. The device was not returned.